Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between april 11, 2024 ¿ april 12, 2024. H11: two (2) devices were received for evaluation with fluid in their bladder. A visual inspection was performed, and no evidence of fluid flowing out at the distal end of the flow restrictor was observed. A microscopic inspection was performed, and micro-air bubbles blocking the fluid path inside the lumen of the capillary glass were observed. Air bubbles inside the lumen of the capillary glass can be attributed to improper filling technique during product use (filling step). The reported condition was verified. The cause was due to user error. The product label (IFU, instructions for use) has instructions regarding the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused during infusion. The pumps contained ropivacaine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.